Event description:
Device malfunction: balloon rupture and separation. Time of malfunction: during the procedure. Symptoms/ae: intervention to remove separated balloon catheter. It was reported that during dilatation of an upper extremity arteriovenous fistula, the fox plus balloon ruptured at 18 atmospheres, above rated burst pressure, during the second inflation. The proximal balloon catheter was removed from the body but the distal end remained in the vein. The 6 fr introducer sheath was exchanged with a 10 fr sheath; however, the detached portion of the balloon catheter could not be pulled into the sheath. The 10 fr sheath was removed, the puncture site was enlarged and the guide wire with the entire distal portion of the balloon were pulled from the body. Lesion dilatation was completed using a non-abbott balloon. There were no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(Balloon inflation above rated burst pressure). The device has been received. Investigation is not yet complete.